Event description:
Additional information was received that the physician determined the syncope was due to the patient's ventricular tachycardia (vt) and ventricular fibrillation (vf). Subsequently the patient was admitted to the hospital for reoccurrent vt and had a stent placed. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician stated the patient had experienced syncope three times for an unknown reason. No additional adverse patient effects were reported.